Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to power on is the damaged components. The cause of the damaged components is the high voltage deviation. Root cause investigation into high voltage deviation failures is underway. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor would not power on.